Event description:
It was reported that the atrial lead had dislodged. The lead was repositioned on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.